Manufacturer narrative:
The lifevest monitor and both battery packs were returned for investigation. Mechanical analysis of both battery packs was completed. No signs of damage or deformation were observed. The analysis indicated both battery packs were able to mechanically latch and de-latch from the monitor as designed. The reported battery dislodgment did not contribute to the adverse event. In addition, an analysis of the recorded software flag files did not indicate any electrical or software malfunction with the device.

Event description:
A us distributor contacted zoll to report that a patient passed away at home, on (B)(6) 2024, while wearing the lifevest device. It was reported that the patient collapsed while in the toilet, monitor fell on the floor and the battery was dislodge. The patient¿s family member took the patient back to bed, reinserted the battery where the lifevest started prompting alarms and treated the patient. The patient received five appropriate treatments, two inappropriate treatments, and a possible non-lifevest defibrillation. The device was started up at 23:32:03 on (B)(6) 2024. At 23:39:56, an arrhythmia was detected. ECG shows af @ 130 bpm with nsvt/pvcs transitioning to svt @ 230 bpm. At 23:41:22, the patient received the first inappropriate treatment. Svt/af with rvr contributed to the false detection. Rhythm at the time of treatment was af with rvr/svt @ 210 bpm. Post shock rhythm was nsvt. At 23:41:48, the patient received the second inappropriate treatment. Nsvt contributed to the false detection. Rhythm at the time of treatment was nsvt. Post shock rhythm was af @ 230 bpm with pvcs. At 23:53:19, an arrhythmia was detected. ECG shows vf. At 23:54:00, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus beat degrading to vf. At 23:54:33, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole with intermittent cardiac activity for 12 seconds degrading to vf. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 23:54:59, the patient received the third appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole with intermittent cardiac activity. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 23:58:13, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. At 23:59:26, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vf with CPR/motion artifact. Post shock rhythm was vf with CPR/motion artifact. The patient received a 1j shock, indicating that one or more of the therapy electrodes were not on the skin. At 00:01:18, a possible non-lifevest defibrillation occurred. The rhythm at time of treatment was vf with motion artifact and electrode lead fall off. Post shock rhythm was obscured due to CPR/motion artifact/electrode lead fall off. At 00:08:08 on (B)(6) 2024, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. At 00:08:37, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vf with CPR/motion artifact. Post shock rhythm was vf with CPR/motion artifact. The patient received a 2j shock, indicating that one or more of the therapy electrodes were not on the skin. The device was shut down at 00:08:44 on (B)(6) 2024.